Manufacturer narrative:
The lap belt was returned and evaluated. The lap belt appears to have been altered (shortened).

Event description:
Customer alleges she leaned forward to try to pick an item up and the belt slipped through the buckle causing her to fall out of the chair.

Event description:
Customer alleges she leaned forward to try to pick an item up and the belt slipped through the buckle causing her to fall out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.